Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: blade penetrated bone the patient had a femoral trochanteric fracture. The surgeon recognized a poor reduction (intramedullary type) and also noted a telescoping and a callus formation in the great trochanter, which may be as a result of the bone healing. The patient was in rehabilitation, and the surgeon was unable to identify the blade penetration as being gradual or all at once. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.